Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor flowed faster than expected. The reporter stated that when the nurse removed the blue winged luer cap, ¿liquid came out at increased speed¿. This was noted prior to connection to the patient. There was no patient involvement. No additional information is available.